Event description:
Adverse event: interrupted surgical procedure. Malfunction: laser stopped firing: a technician reports the laser stopped firing, that the system 'froze' twice during retractive surgery. In the first instance, it froze after treatment was successfully downloaded to the laser and the surgeon was getting ready to lift the flap; but when the 'ok' key was pressed, normal sequence continued. The second instance, on a different pt, was similar but the 'ok' key was not pressed and the sys was rebooted. Thereafter, the sys worked without issue for the rest of the surgery day. The technician reports both cases were completed and once they wer able to get the system going, there were no issues. She also states that the surgeon does not feel the two pts (2 eyes) involved have suffered any harm or injury from this event.

Manufacturer narrative:
Determination of root cause: assessment: during onsite investigation, the territory mgr (tm) was unable to duplicate the problem. The tm performed verification procedure and two test surgeries with no problems noted. He verified system to spec. Review of the log file did confirm the event and also confirmed that there was no evidence or an incomplete case. The case before and after the restart show to be completed to 100% without any errors or interruptions during treatment. Energy, voltage, and tracker values were stable and within specs throughout the surgery day. A review of the complaint database for the prior three months revealed no other complaint of this type was reported for the sys. Based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4).